Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional graftmaster device referenced in is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the left descending artery. A 3.5x19mm rx graftmaster covered stent was deployed, but the perforation failed to seal. Another same size rx graftmaster stent was used to successfully seal the perforation. However, it was noted that both rx graftmasters stents were expired on 31-jul-2018. There were no reported adverse patient sequelae. Additional information has been requested.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. The investigation determined the reported device expiration issue appears to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.